Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck for several days [foreign body in reproductive tract]. Don't know if tampon didn't have a string attached to it or if the string broke off [device breakage]. Case description: consumer sent e-mail stating the tampon she used either did not have a string attached to it or the string broke off, but it was stuck for several days. No serious injury was reported.